Manufacturer narrative:
As no further information concerning this report is this investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were noted when it comes to this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). A request for further review from boston scientific technical services (ts) was needed. No adverse patient effects were reported. The system remains implanted. A review by ts confirmed fluctuating shock impedance measurements. There is a gradual rise since the implant and the values were out of range since (B)(6) 2015. No shocks have been delivered by the device thus it is not know the value of the true delivered shock impedance values. Possible troubleshooting was discussed to determine the root cause of this case.